Event description:
It was reported that surgeon was doing a meniscal repair using fastfix, knot pusher did not cut the suture. No backup device was readily available. No procedural delay or patient injuries were reported.

Manufacturer narrative:
Codes added.

Manufacturer narrative:
One fast-fix 360 kpsc was returned for evaluation. Functional assessment of the device could not confirm the reported complaint of being dull. The device was tested using fast-fix ultrabraid suture and cut as intended. Per the device IFU "while holding the suture taut, gently slide the knot pusher/suture cutter along the suture to the knot to achieve the desired tension. Continuing to hold the suture taut, push the knot pusher/suture cutter tip against the knot to recess the knot to the meniscus, and cut the suture by sliding the trigger forward".

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.